Manufacturer narrative:
Testing was performed on retained kit lot 160525 with the following internal serum/plasma control samples: (B)(6). All test results were valid and performed as expected. Additionally, the manufacturing batch records for lot 160525 were reviewed. This lot met the required release specifications. The customer returned the patient sample and it was tested with retain devices of the same kit lot. The positive result was replicated. Testing of the returned patient sample is intended to replicate the customer's reported issue. A review of the complaints reported (B)(6) related to lot number 160525 showed that the complaint rate is (B)(4). Review of complaints against this product and trend code indicate that product performance has not exceeded the upper control limit for further action. Product performance is within claims made in the device's labeling. A root cause was not determined. The results obtained may possibly be related to the patient sample. The sample may have contained specific substances which may have affected the results. The available evidence suggest that this device lot is performing within labeled claims.

Event description:
A (B)(6) result was reported on an edta plasma sample tested with the alere determine hiv 1/2 ag/ab combo. A confirmatory (B)(6) result was (B)(6). There is insufficient evidence to determine if a malfunction occurred. The patient gender, pregnancy status, treatment and patient outcome were unknown. At the time of the event there was no indication of a product malfunction based on the information provided and assessed by alere (B)(4), inc.; however, this MDR is a retrospective filing in response to an observation from an FDA inspection conducted (B)(4) to (B)(4), 2018 at alere (B)(4), inc. ((B)(4)).